Manufacturer narrative:
The initial MDR 2432235-2016-00414 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): a siemens headquarters support center (hsc) reviewed the data provided. Hsc stated that sample ID (B)(4)would not have ran as it generated a "no worklist request" in the error log when scanned. The sample tube was re-introduced to the system at cycle #231 and was properly read (B)(4) matching the barcode. The tube was initially introduced to the system in rack #58 and was re-introduced to the system in a different rack #187. Hsc noted that there was excessive scuff marks on the barcode label, which may contribute to a misread of the barcode. Review of the log files does not show a cause of the issue. The cause of the barcode reading error is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc requested the system log files. Siemens is investigating this issue.

Event description:
A customer reported that a tube with sample ID: (B)(4) was read as sample ID: (B)(4) on their advia centaur xp. The system ejected the sample as there was no worklist requested for this sample ID number. There are no known reports of patient intervention or adverse health consequences due to the barcode reading error.